Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they moved to north carolina in february and their controller was in storage. Patient states they were experiencing a lot of symptoms that they had before they had the stimulator put in, and they know it's not working because they have had to go through the airport security scanners a few times since they moved and they believe that the scanners turned of their stimulation. Patient stated that in the past they would feel the stimulation and now they feel nothing and they're having to wear pads again. Patient stated that they need access to external devices because they have an appointment with their new health care provider (hcp) coming up on (B)(6) 2025, as well as an MRI. Agent offered sunmed as a solution for handset replacement, but the patient insisted that agent reach out to a representative. Patient also mentioned they are suffering from debilitating hip issues and no hospital will touch them with a 10 foot pole without the control to set their implant to MRI mode. Patient stated they are a fall risk and they need to get an MRI. Agent reviewed role of representative and emailed field staff to notify them of situation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.